Manufacturer narrative:
Philips service engineer inspected the system onsite. Log file analysis showed a frame grabber failure in the flexvision pc. A new flexvision pc was installed and configured and the system returned to use in good working order.

Event description:
It has been reported to philips that the allura system would not complete start up. The system was not in clinical use. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start and froze at 0:00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.